Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the extension had high impedance when tested during implant. The extension was replaced and a new extension was re-tunneled. The impedance was thus normalized and the procedure continued. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the extension (serial (B)(4)) found that the conductor was broken 2.8 centimeters from the proximal end. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.